Event description:
03/18/09 and 05/15/09 request for information sent to sales rep. To no response.

Manufacturer narrative:
Device not returned.

Event description:
It was reported that the device was explanted. The implant duration is unknown. No further details were provided..